Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient could not feel stimulation on their right side. Factors that may have contributed to the loss of stimulation remain unknown; nothing stood out to the patient. An impedance check was performed and all electrodes on the right lead were above 10,000 ohms. The patient could not feel any stimulation when using electrodes on the right lead. Reprogramming was performed using only the left lead, which was able to provide coverage to both the right and left side of the patient. The patient expressed happiness with the reprogrammed settings and were able to feel stimulation where they had felt it before; issue was resolved. No further complications were reported or anticipated.